Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the pump was stopped several times. The pump was replaced. The hcp also removed a part of the catheter "because there was a curvature (knot)." It was also noted "this piece of the catheter we haven't." It was noted there was no injury. The drugs in the pump were fentanyl, bupivacaine and hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's "condition is good, she feels well".

Manufacturer narrative:
Catheter model# 8709sc, lot# b0752233k, implanted: unk, explanted:unk. Analysis of the pump revealed motor corrosion; gear train anomaly.